Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. It was reported that the bone was hard, therefore, is a possible root cause of the reported problem. However, without the return of the complaint device, and no further information provided; we cannot determine a definitive root cause. A manufacturing record evaluation was performed for the finished device lot number (7l00268), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with, which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that during an unknown procedure the versalok peek anchor with free strands of #2 orthocord cracked when malleting the bone. The sales rep stated that the bone was hard. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device was discarded by the staff.